Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The data saved from the device was available for evaluation. Visual inspection noted that the handle was running v29.6 software and had 221 of the 300 procedures remaining. The data showed no indication of any handle errors or any related issues that would have caused the handle to be considered faulty. The power to battery was never interrupted, there were no unexpected resets. It was reported that the device partially fired, the powered stapler-handle/display was not responding, the device spontaneously fire, and the instrument locked on tissue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: unk-sigadapt, unknown signia egia adapter (sn:unknown); unknown egia su, unknown endo gia sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, with the use of the reduced firing speed mode, the firing on the pancreas was interrupted half-way through the reload and the device suddenly froze. The handle or the display was not responding. The device locked on the tissue. The system had to be rebooted to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, with the use of the reduced firing speed mode, the firing on the pancreas was interrupted half-way through the reload and the device suddenly froze. The handle or the display was not responding. The device locked on the tissue. The system had to be rebooted to resolve the issue.

Event description:
According to the reporter, intra-operatively of a pancreas procedure, the surgeon used the reduced firing speed mode. Without touching the button, the device finished half of the staple line. The firing was interrupted half-way through the reload then the device froze. The device could only be opened by restarting by pressing the two green buttons at the same time.

Manufacturer narrative:
Additional information: b3, b5, d10, g3 d10 concomitant product: unegiatri, unknown egia tri staple, (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.